Manufacturer narrative:
Additional information was received that the patient was discharged after an uneventful carotid stent procedure. She ended up at a care facility where she expired. Additional information is not available.

Event description:
The email received from the (B)(4) study indicated that approximately eleven (11) days post index procedure the patient died. Cause of death was not reported. The patient was symptomatic at the time of the index procedure with an nih stroke scale 10. Pta was performed on a 95% occluded lesion in the mid right internal carotid artery of 15mm in length in a 5.5mm vessel diameter. The arch I lesion was severely calcified (concentric). A 6mm medium support angioguard embolic protection was successfully deployed before the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. There was no resistance, presence of air bubbles or dissection documented. The angioguard was successfully retrieved and debris was found in the basket upon retrieval. The residual diameter stenosis measured 0% following the procedure. The patient had no neurological deficits when leaving the angio suite.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received from the (B)(6) indicated that approximately (B)(6) post index procedure the patient expired. The cause of death was not provided. The patient was symptomatic at the time of the index procedure with an nih stroke scale of 10. Pta was performed on a 95% occluded lesion in the mid right internal carotid artery of 15mm in length in a 5.5mm vessel diameter. The arch I lesion was severely calcified (concentric). A 6mm medium support angioguard embolic protection was successfully deployed before the lesion was pre-dilated followed by deployment of an 8x40mm precise pro rx stent. There was no resistance, presence of air bubbles or dissection documented. The angioguard was successfully retrieved and debris was found in the basket upon retrieval. The residual diameter stenosis measured 0% following the procedure. The patient had no neurological deficits when leaving the angio suite. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes hypertension and bilateral carotid artery stenosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.